Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented recurring incontinence due to cuff site atrophy. The aus was explanted. There were no additional patient complications reported.